Event description:
(B)(4). This device was provided to me by my gynecologist and was implanted late 2008 and everything was fine until may 2014. I started having severe menstrual cramps that would incapacitate me for days. I started having blood clots the size of small golf balls. I started getting migraines that would make me sensitive to light and sound. Intercourse started to become painful, and now is too excruciating to even perform. I've had to have my gall bladder removed in 2013, my tonsils removed 2012. I am now dealing with a possible thyroid removal, my eye sight is going bad, I've become allergic to my dog, dust, grass, pollen, trees. I have a metallic taste in my mouth, and had to have dentures. I am now also dealing with constant pelvic and abdominal pain, lower back pain, and joint pain.